Manufacturer narrative:
Infection occurred - voiding difficulty- conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that patient underwent a sling procedure in 2007. On three days later, the patient developed vaginal swelling, bleeding and discharge. The surgeon reported that it was likely to be an infected retropubic haematoma. Another physician prescribed two courses of antibiotics to resolve the event two weeks later. Also, the patient was continent, but experiencing voiding difficulty with sudden flooding of urine after having completed voiding.